Manufacturer narrative:
The customer's complaint of a leak at the distal end of the tubing was confirmed. Three pictures were provided by the customer showing the smartsite female luer adapter being connected to the texium male luer adapter. A fluid drop was located on the bottom portion of the texium connection luer. The root cause of this failure was not identified.

Manufacturer narrative:
The customer's complaint of a leak at the distal end of the tubing could not be confirmed because the product was not returned for failure investigation. Three pictures were provided by the customer showing the smartsite female luer adapter connected to the texium male luer adapter. However; no leaks or fluid was observed from the connection. The root cause of this failure was not identified.

Event description:
The customer reported they had a leak at the junction where the distal end of the chemo tubing connected to the smart site of the primary tubing. The rn reported a small amount of leaking as soon as she started the chemo infusion. She stopped the infusion immediately and reconnected the line. The leaking persisted when she restarted the infusion. She stopped the infusion again and called in the charge rn who repeated the initial rn¿s steps. The leaking persisted once infusion restarted. There was no patient harm.